Manufacturer narrative:
The customer¿s meter was returned for investigation. The returned meter was tested in comparison to a retention meter and master lot strips. Human blood samples from warfarin donors were used. Donor 1 inr: 2.3 inr, donor 2 inr: 2.0 inr. Donor 1 hct: 45%, donor 2 hct: 50%. Testing results: donor 1: retention meter with master lot strips: 2.3 inr, customer meter with master lot strips: 2.3 inr. Donor 2: retention meter with master lot strips: 2.0 inr, customer meter with master lot strips: 2.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned and the retention material meet the specifications.

Event description:
The customer received questionable results from coaguchek xs meter serial number (B)(4). The results were compared to a laboratory using dade innovin reagent. Patient 1: meter result at 9:32 am was 4.4 inr and laboratory result was 3.16 inr. Patient 2: meter result at 10:35 am was 4.4 inr and laboratory result was 3.10 inr. This patient was a (B)(6) male born on (B)(6). Patient 3: meter result at 11 am was 4.8 inr and laboratory result was 3.65 inr. There was no allegation of an adverse event. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 286319) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction removal report no.